Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address tibial subsidence and tibial loosening at the cement to implant interface. Depuy cement was used. It was also reported that the patient's primary attune fixed bearing tibial tray, posterior stabilized femur, fixed bearing posterior stabilized insert, and 38mm patella were removed and replaced by attune revision components. The surgeon believes that the design of the underside of the primary tibial tray may have been deficient since there was no trace of bone cement attached to the underside of the primary tibial tray upon its removal. The underside of the femoral component was completely covered with cement. Depuy smartset medium viscosity bone cement would have been used in the primary procedure since the hospital only stocked smartset cement. The product codes and lot numbers for the cement is not available, since the cement used was hospital inventory ordered directly from depuy. Doi: (B)(6) 2014, dor: (B)(6) 2020, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.